Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and seven months post filter deployment, CT revealed there was an ivc filter seen with its hub at the level of 1.5cm below the junction of the left renal vein with the ivc. The filter was tilted 6 degrees laterally and its hub was separated 1.2cm from the medial wall of the ivc and it was lying against the medial wall. One of the anteromedial struts has perforated the posterior wall of the ivc advancing outside of the ivc 1cm and one lateral strut perforated the lateral wall of the ivc and advances 1cm distally outside the vein and one anterior strut perforated the anterior wall and advances 1 cm outside the vein. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for the filter tilt as the medical states, ¿the filter was tilted 6 degrees laterally and its hub was separated 1.2cm from the medial wall of the ivc.¿ based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date:02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain; however, the current status of the patient is unknown.